Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached an unknown level while wearing the pod between 36 and 48 hours. It was also reported that the pod fell off the infusion site. Symptoms reported include hyperglycemia, tachycardia, dehydration. The patient was treated with IV (intravenous) fluids. The patient was released three days later. The pod was removed before going to the hospital.